Manufacturer narrative:
Device evaluation anticipated, but not yet begun. The reporter did not indicate the scooter caused the event, however, a device evaluation will be performed once the device is returned to pride.

Event description:
The reporter alleges his father was driving up a curb cut in a sidewalk when he fell over sustaining a fractured left femur which required hospitalization.